Event description:
It was reported that during a ptca/stent procedure, the stent would not cross a calcified circumflex lesion and upon the removal attempt, was dislodged and remained in the femoral sheath. The stent was successfully removed from the sheath. Another co's tent was used to complete the procedure. Reportedly no pt injury occurred. Attempts to obtain further info have been unsuccessful.